Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated the alarm on the receiver sounded as he was leaving the casino around 9:00pm. The patient stated on the way to their car, they fell and hit their chin and started bleeding. A member of the casino staff witnessed the patient's fall and took the patient inside the casino to assist him. They were unable to stop the bleeding and called the paramedics. When the paramedics arrived, they took the patient to the hospital and administered the patient intravenous (IV) therapy due to having a blood glucose (bg) reading around 40mg/dl on the bg meter. The patient received stitches on his chin at the hospital and was released around 11:30pm. At the time of contact, the patient was in stable condition. There was no allegation against the dexcom system as it was working as intended. The patient initially contacted dexcom for education on the clarity application. No additional patient or event information is available.